Event description:
It was reported that "(B)(6) 2018,in first affiliated hospital of (B)(6) the tip of the swg was found kinked after opening the package prior to the patient.

Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide (swg) inside of the swg assembly for investigation. Visual and microscopic examination of the swg revealed evidence of use in the form of dried blood. The distal j-bend tip was slightly deformed and the distal end was bent in an l shape. Both the distal and proximal welds were intact, full, and spherical. No other defects or anomalies were found. The guidewire was bent in an l shape approximately 27 mm from the distal weld. The swg length and outer diameter were measured and were found to be within specification. The swg was able to advance through a lab inventory introducer needle and arrow raulerson syringe with resistance met as the kinked area passed. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was kinked was confirmed through examination of the returned sample. The distal j-bend tip was slightly deformed and the distal end was bent in an l shape. The swg met dimensional requirements and the swg was able to advance through a lab inventory introducer needle and arrow raulerson syringe with resistance met as the kinked area passed. A review of the device history records did not reveal any manufacturing related issues. Based on the functional testing and the condition of the sample, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2018, in (B)(6) hospital of (B)(6),the tip of the swg was found kinked after opening the package prior to the patient.